Event description:
It was reported that the device's cassette compartment does not close properly. There was unknown patient involvement. Device analysis findings revealed a 'cassette not attached properly' alarm due to an inoperable downstream occlusion sensor.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found missing tamper seals. Functional testing found the device to alarm 'cassette not attached properly'. The root cause was unable to be established; however, the downstream occlusion sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.